Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a motor encoder signal out of phase. Unable to perform the displacement test or verify the motion sensor test failure alarms due to the motor error alarms. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and motion sensor test failure. Customer's blood glucose level was unknown. Customer underwent an MRI while wearing the insulin pump. Customer was unable to pass the displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.